Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped while being inflated to 20 atm. Reportedly, it was suspected that the balloon was overfilled. The procedure was completed with another nephromax dilatation balloon catheter. There were no patient complications reported as a result of this event.